Event description:
It was reported that they had a patient on the arctic sun device. The device the patient was on had a crack in the tubing. Nurse stated that they were sending it to biomed and swapping devices. When nurse turned on the new device to start therapy, they received an alarm 03 (water reservoir low), and it says there was enough water to run one patient therapy. Nurse wanted to confirm that they could run one therapy without filling up the device. Normally they send the device to biomed to be filled so nurse was wanting to wait until after therapy was completed on this patient. They provided serial number (B)(6), . Mis informed nurse that the device therapy could be ran on one more patient before it requires being filled. Nurse could start therapy on this patient, however the device would need to be filled before use on another patient. Mis informed nurse that they could walk through filling the device if nurse would like to go ahead and fill it. Nurse would start therapy without filling device for now. There was second call on same day by nurse stated that coworker recently called about this device having a low reservoir prior to starting therapy. They were able to start therapy on the patient. Nurse stated that they received a low flow alert and delivery flow low alert and wanted to know if it was because of the reservoir level. Mis walked nurse through accessing the event log about 10 minutes prior device alarmed alert 01 (patient line open) and alert 02 (low flow). Current flow rate was 2.3l/min. Nurse stated when the device alarmed, the flow rate was less than 1l/min. The device was no longer alarming, and therapy was running without issues. Patient had 4 x small pads connected. Mis informed nurse low flow did not indicate that there was not enough water in the system. Low flow was usually cause due to tubing being kinked or an air leak. The fluid runs with negative pressure, if air was introduced into the line, the pressure was not as strong leading to lower flow rates. Mis informed nurse to continue watching the flow rate and if they receive an alarm for low flow, call back to troubleshoot. Per follow up information received via phone on (B)(6), 2023, it was reported that therapy was completed on a different device and there was no impact to the patient. Patient was a female, and the nurse did not want to provide any more information regarding the patient. The device went to biomed. Per wo update on (B)(6), 2023, they stated that the device was unable to fill. They checked the inlet pressure prior to filling, and it was 0. During filling, no suction was observed at the left port and the device would not fill. Per follow up information receive via phone on (B)(6), 2023, it was reported that the nurse that made the complaint against the arctic sun did not remember any details from of this event. Nurse remembered absolutely nothing.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was a failed circulation pump head. The device was evaluated. It would not fill and the inlet pressure was 0. No suction was observed at the left port during the attempt to fill. The circulation pump head was replaced preventatively. The device passed all applicable testing and is ready for use. A DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: d,f,h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that they had a patient on the arctic sun device. The device the patient was on had a crack in the tubing. Nurse stated that they were sending it to biomed and swapping devices. When nurse turned on the new device to start therapy, they received an alarm 03 (water reservoir low), and it says there was enough water to run one patient therapy. Nurse wanted to confirm that they could run one therapy without filling up the device. Normally they send the device to biomed to be filled so nurse was wanting to wait until after therapy was completed on this patient. They provided serial number (B)(4). Mis informed nurse that the device therapy could be ran on one more patient before it requires being filled. Nurse could start therapy on this patient, however the device would need to be filled before use on another patient. Mis informed nurse that they could walk through filling the device if nurse would like to go ahead and fill it. Nurse would start therapy without filling device for now. There was second call on same day by nurse stated that coworker recently called about this device having a low reservoir prior to starting therapy. They were able to start therapy on the patient. Nurse stated that they received a low flow alert and delivery flow low alert and wanted to know if it was because of the reservoir level. Mis walked nurse through accessing the event log about 10 minutes prior device alarmed alert 01 (patient line open) and alert 02 (low flow). Current flow rate was 2.3l/min. Nurse stated when the device alarmed, the flow rate was less than 1l/min. The device was no longer alarming, and therapy was running without issues. Patient had 4 x small pads connected. Mis informed nurse low flow did not indicate that there was not enough water in the system. Low flow was usually cause due to tubing being kinked or an air leak. The fluid runs with negative pressure, if air was introduced into the line, the pressure was not as strong leading to lower flow rates. Mis informed nurse to continue watching the flow rate and if they receive an alarm for low flow, call back to troubleshoot. Per follow up information received via phone on (B)(6) 2023, it was reported that therapy was completed on a different device and there was no impact to the patient. Patient was a female, and the nurse did not want to provide any more information regarding the patient. The device went to biomed. Per wo update on (B)(6) 2023, they stated that the device was unable to fill. They checked the inlet pressure prior to filling, and it was 0. During filling, no suction was observed at the left port and the device would not fill.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.